Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late and rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported that has experienced symptoms for a long time, the chest is swollen, patient performed several ultrasound and performed the collection of the liquid, but afterwards the prosthesis ¿rupture¿ and the liquid is ¿leaking¿. "I will have to go into emergency surgery, I will not be able to replace the devices at the moment, this is causing me a huge emotional distress. Healthcare professional reported "capsular contracture baker iii and large persistent seroma. Request puncture of the liquid for research of infectious agent and bia-alcl." The device remains implanted. This is for the left side. "Systemic corticosteroids and massaging the implants" was used for treatment.

Event description:
Patient reported that has experienced symptoms for a long time, the chest is swollen, patient performed several ultrasound and performed the collection of the liquid, but afterwards the prosthesis ¿rupture¿ and the liquid is ¿leaking¿. "I will have to go into emergency surgery, I will not be able to replace the devices at the moment, this is causing me a huge emotional distress. Healthcare professional reported "capsular contracture baker iii and large persistent seroma. Request puncture of the liquid for research of infectious agent and bia-alcl." Healthcare professional reported "patient was suspected of having bia-alcl which not being confirmed with the examinations" and "left breast implant extruded". The device has been explanted. This is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photograph was unable to identify any unique and / or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: extrusion.